Event description:
Boston scientific received information that the patient with this pacemaker was seen for a normal patient follow up. During the visit, it was discovered that the while the patient was speaking to the physician, his heart rate increased from 80 to 130 beats per minute (bpm). The device was reprogrammed so that minute ventilation sensor was in passive mode and only the accelerometer was on, which resolved the issue. No adverse patient effects were reported. The physician had no allegations against the functionality of the device and felt that this patient was more sensitive to the minute ventilation.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.